Event description:
It was reported that the device would display the pads ECG equip malfunction inop about an hour after the user ran the user initiated operational check. There was no pt involvement.

Manufacturer narrative:
(B)(4). It was reported that the device would display the pads ECG equip malfunction inop about an hour after the user ran the user initiated operational check. There was no pt involvement. The customer chose not to have the device repaired. Based on the customer's report we are considering this a malfunction. Since the customer chose not to repair the device we cannot determine the cause.